Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. When the impella was started it worked perfectly until our flows got up to 3.5. At that point the pressure wave forms went away completely although the flow was running at 3.9 l and the motor current was perfect. The staff dropped the flows to p6 and the pressure wave forms came back. It was decided to trade out the consoles. As soon as the catheter was switched to a new console it worked perfectly giving 3.9 with normal wave forms. The case was completed and the patient was transferred to the unit with normal wave forms issues. No patient harm was reported due to the issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is 1 of the 2 reports where this report is for aic and related report is for pump,